Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tube was detached from the needle housing even though no tensile force was applied to the tube. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached needle housing is confirmed and was determined to be supplier related. One 22 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed the needle housing was complete detached from the distal end of the tubing. Use residue was observed throughout the returned sample and a reddish residue was observed at the distal end of the tubing. The needle shaft appeared to be slightly bent. A microscopic observation revealed only a small amount of adhesive within the needle housing and the distal end of the tubing. The top seam of the needle housing was observed to be beginning to separate starting from its proximal end. The proximal end of the needle cannula was observed to be wedged into the inner wall of the needle housing at the location of the separated seam, suggesting the needle cannula may have been misassembled. This device is a supplied component and the supplier has been notified of this event.

Event description:
It was reported that the tube was detached from the needle housing even though no tensile force was applied to the tube. There was no reported patient injury.